Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests found a detached downstream occlusion (dso)seal and functional tests found a defective latch sensor. The customer reported problem was duplicated. The cause of the problem was the wrong customer code. The dso seal and latch sensor will be replaced.

Event description:
It was reported that the device exhibited a mistake code. There was unknown patient involvement.